Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the device would not interrogate at follow-up. The device was explanted.

Manufacturer narrative:
The field experience of no communication was confirmed in the laboratory. With another battery attached, the device functioned normally. No anomaly was detected during automated electrical testing and the device met all specifications. Device currents were normal. The event of no communication was caused by low battery voltage. The battery depletion was caused by an internal short within the battery.